Manufacturer narrative:
Examination was not possible as not product was returned. The investigation was limited to the information provided, as the product code and lot numbers req to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The rpeorted patella alignment may have been a contributing factor. The initial rpeort states that is is not suspected that the product failed to meet specifications or contribtued to the rpeorted event. The need for corrective action is not indicated. Should additional information be received , the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to disassociation of the patella component due to patella alignment.